Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic due to an issue with rf telemetry on the pacemaker. The device could not be interrogated via rf telemetry. A firmware update was applied to the device, which resolved the telemetry issue. The patient was in stable condition before, during, and after the reprogramming.